Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide device was deployed per the instructions for use. The lever was returned to its original position to park the foot; however, the proglide device was unable to be retrieved from the anatomy, the foot did not retract. The device was pushed forward in an attempt to free the device but was unsuccessful. The handle of the proglide device was taken apart in an attempt to free the footplate by engaging the mechanism to collapse the footplate but was also unsuccessful. A simple widening of the nick and spread incision using forceps without cutting the vessel was made next to the access site and the suture was cut in the subcutaneous space, allowing removal of proglide device. Doctor thinks the suture may have been wrapped around the footplate not allowing it to release; he thinks it tangled somehow. No tissue damage was observed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Patient is fine; however; multiple coronary blockages were found, patient was sent for surgical consult. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site reg #. Evaluation summary: the device was returned for analysis. The reported foot retraction issue was confirmed due to the conditional of the returned device. The tangled suture was not confirmed as the entire suture was not returned for analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The IFU deviation would not have contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties due to the condition of the returned device; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.